Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled onto pump, and pump screen became illegible so customer could no longer interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for putting damaged pump into storage mode, and instructed customer to return problematic pump within specified time and to program pump settings and reconnect continuous glucose monitor on replacement device.